Manufacturer narrative:
As reported in the real smart study, a patient experienced in-stent stenosis approximately 33 months after a 6x60 mm s.m.a.r.t. Flex vascular stent was implanted, and managed with drug-eluting balloon angioplasty (deb-pta); the device remained implanted and the event did not result in an adverse event. The patient underwent an index endovascular procedure for peripheral artery disease involving the right iliac artery, during which one s.m.a.r.t. Flex vascular stent was implanted under local anesthesia via femoral access with a 6f sheath. The treated lesion measured approximately 22 mm with 70% stenosis and reference vessel diameter of about 6 mm. The stent implanted was 6 mm in diameter and 40 mm in length, and it was fully deployed and expanded with balloon dilatation without procedural complications; post-procedure residual stenosis was 0% and the patient was discharged the same day. Follow-up assessments were conducted longitudinally. At approximately 3 months post-procedure, imaging (duplex ultrasound) showed no residual stenosis, no restenosis, and no target lesion revascularization (tlr). At about 9 months, repeat imaging again showed 0% residual stenosis with no restenosis or tlr. At approximately 15 months, findings remained stable with no restenosis or reintervention. At about 17 months, imaging continued to show no residual stenosis or restenosis, and also at about 21 months, no device deficiency or adverse events were reported. At 24 months, follow-up remained uneventful without adverse events. Overall follow-up extended to approximately 89 months, meeting study completion criteria, with no earlier death reported. Across follow-ups, there were no reported adverse events or target lesion revascularizations, aside from the noted restenosis event managed interventionally. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The ¿in-stent arterial restenosis¿ identified approximately 33 months post-implantation represents a known, multifactorial clinical outcome associated with iliac artery endovascular treatment. The index procedure was technically successful, with appropriate stent deployment, full expansion with adjunctive balloon dilatation, and no procedural complications or device deficiencies reported. Follow-up evaluations up to 24 months demonstrated sustained vessel patency with no evidence of residual stenosis, restenosis, target lesion revascularization (tlr), or adverse events. A single restenosis event was later identified at approximately 33 months and was successfully managed with drug-eluting balloon angioplasty (deb-pta), without reported complications. No additional reinterventions, device-related issues, or adverse events were reported throughout the extended follow-up period to approximately 89 months. There were no reports of stent fracture, migration, malapposition, or other device-related mechanical or performance deficiencies. The occurrence of restenosis in this case is consistent with the known natural history and biological mechanisms of peripheral arterial disease, including neointimal hyperplasia and vascular remodeling. Based on the totality of evidence, including appropriate initial device performance, absence of device deficiency, and the isolated nature of the restenosis event, this outcome is most consistent with disease progression. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the real smart study, a patient experienced in-stent stenosis approximately 33 months after a 6x40 mm s.m.a.r.t. Flex vascular stent was implanted, and managed with drug-eluting balloon angioplasty (deb-pta); the device remained implanted and the event did not result in an adverse event. The patient underwent an index endovascular procedure for peripheral artery disease involving the right iliac artery, during which one s.m.a.r.t. Flex vascular stent was implanted under local anesthesia via femoral access with a 6f sheath. The treated lesion measured approximately 22 mm with 70% stenosis and reference vessel diameter of about 6 mm. The stent implanted was 6 mm in diameter and 40 mm in length, and it was fully deployed and expanded with balloon dilatation without procedural complications; post-procedure residual stenosis was 0% and the patient was discharged the same day. Follow-up assessments were conducted longitudinally. At approximately 3 months post-procedure, imaging (duplex ultrasound) showed no residual stenosis, no restenosis, and no target lesion revascularization (tlr). At about 9 months, repeat imaging again showed 0% residual stenosis with no restenosis or tlr. At approximately 15 months, findings remained stable with no restenosis or reintervention. At about 17 months, imaging continued to show no residual stenosis or restenosis, and also at about 21 months, no device deficiency or adverse events were reported. At 24 months, follow-up remained uneventful without adverse events. Overall follow-up extended to approximately 89 months, meeting study completion criteria, with no earlier death reported. Across follow-ups, there were no reported adverse events or target lesion revascularizations, aside from the noted restenosis event managed interventionally.